Event description:
The facility uses custom-made retrograde packs for procedures in interventional radiology (ir). The ir team members and providers must carefully examine the contents of each pack as there are often shreds/flakes of loose gauze found in the sterile retrograde packs. A recent event was that one of the technicians was setting up a retrograde pack for a cerebral aneurysm coiling and the technician spotted a shred of gauze inside one of the syringes after drawing up heparinized saline. The ir staff believe the shred of gauze was in the bottom of the bowl (included in the retrograde pack) and had been drawn up with the heparin saline that had been poured into the bowl. If the ir technician had not caught this, the gauze shred could have been injected into the cerebral artery. Action has been taken by the vendor who provides this facility with the retrograde packs. The vendor began receiving complaints regarding quality issues that were traced back to the covidien product and switched to medline gauze. This facility, however, still is using a supply of retrograde packs that includes the covidien gauze.